Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, three years and six months post implant of a 23mm sapien 3 valve, a degenerated valve was observed. Commissural fusion was observed on echo resulting in patient hospitalization for dyspnea symptoms. A valve-in-valve procedure was scheduled.

Manufacturer narrative:
Corrected h6- investigation conclusions: the device was not returned for evaluation. The complaint for calcification was unable to be confirmed due to unavailability of relevant imagery, returned device and/or medical report. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "3 years and 6 months post implant a degenerated valve was observed. It seems that commissural fusion was observed on echo resulting in patient hospitalization for dyspnea symptoms. A tavi in tavi procedure was scheduled and performed on (B)(6) 2022, with another sapien 3 valve with great result.". Additionally, per the case note, it was reported "tee show few calcifications on leaflets with triangular incomplete opening of it". For this case, due to limited information available, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in france, three years and six months post implant of a 23mm sapien 3 valve, a degenerated valve was observed. Commissural fusion was observed on echo resulting in patient hospitalization for dyspnea symptoms. A valve-in-valve procedure with a sapien 3 valve was performed with great result.

Manufacturer narrative:
Updated b5.